Manufacturer narrative:
Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation as been completed. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside the hub component. A microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks suggest that excessive force or manipulation was applied due to an extreme off-axis angle of insertion. Valve dislodgement occurs when extreme off-axis angles are performed during insertion with the dilator, outside of what is recommended in the odp (optimal device performance guide). The dilator was introduced in the sheath and no obstruction was found; however, the hemostatic valve dislodged could be related to the issue. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The odp contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small for which biosense webster¿s product analysis lab (pal) identified a hemostatic valve separation. It was initially reported by the customer that they were unable to advance the dilator into the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small at all. They replaced the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and the procedure continued. There was no patient consequence. Additional information received indicated there was no physical damage to the sheath/catheter/dilator and they didn¿t irrigate the catheter because they tried to insert the dilator and it stopped there. The sheath was completely blocked and the dilator was unable to be moved through. The customer¿s reported issue of obstructed sheath is not considered to be an MDR reportable issue since there is evidence of a product malfunction, however, the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. On 29-jul-2022, the bwi pal revealed that a visual inspection of the returned device found the hemostatic valve was dislodged inside the hub component. This finding was reviewed and determined to be an MDR reportable malfunction.